Event description:
There was an allegation of questionable ca2 calcium gen.2, albt2 tina-quant albumin gen.2, and urea nitrogen results for 1 patient sample on a cobas 8000 c 701 module. The initial calcium result was 6.5 mg/dl and the repeated result was 9.6 mg/dl. The initial albumin result was 10.18 g/dl and the repeated result was 5.00 g/dl. The initial urea nitrogen (bun) result was 0.3 mmol/l and the repeated result was 9.2 mmol/l. The customer decided to repeat the sample tests due to multiple patient samples showing erratic results. The other patient sample results were not provided. The results were not reported outside of the laboratory. The customer does not believe any of the results are correct. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer stated that calibration and qc results were ok, but no data could be provided. The customer's sample pre-analytic and alarm trace details were requested but not provided. The field service engineer found broken tubing on the rinse mechanism. He cut away the cracked tubing and reinstalled it, performed mechanical checks and checked the cell rinse dispense volume, performed a hardware check, and verified all performance checks passed and were within specification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.